Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that they experienced high blood glucose of 425 mg/dl. The customer's mother reported that they received no delivery alarm and the blood glucose went up to 600 mg/dl. The customer's mother found that the cannula was bent. The customer's blood glucose was 207 mg/dl at the time of incident. The customer's mother stated that they treated the high blood glucose by bolus after infusion set change. The customer's mother performed fixed prime and the insulin did exit. The insulin pump will not be returned for analysis.